Event description:
It was reported that the patient experienced muscle stimulation at various times with the right ventricular (rv) lead stimulation on. There was possible gradual change of rv impedances. The rv lead remains in use. It was also reported that the left ventricular (lv) lead exhibited gradual increased impedance. There was a sudden decrease of lv lead impedance due to reprogramming of lv polarity. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.